Event description:
The cardiologist attempted closure of the arteriotomy using a techstar xl 6 fr device. The device was deployed and both needles missed the barrel. Needle backdown was partial. One needle did backdown and the second needle deflected into the subcutaneous tissue. The physician was able to retrieve the second needle through the dermatotomy and remove the device. Manual compression was used to achieve closure of the arteriotomy.